Manufacturer narrative:
Pump received with broken reservoir tube lip, missing reservoir tube o ring and broken battery tube threads. The test infusion set and reservoir does not lock into place due to completely broke off. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring and battery compartment of insulin pump was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.